Event description:
It was reported via phone call that it was impossible to press the buttons on the insulin pump. Customer's blood glucose reading at the time of the call was 6.7 mmol/l.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Manufacturer narrative:
The insulin pump had no button respoinse due to corroded keypad traces. The insulin pump was received with a cracked reservoir tube lip, cracked case near the display window conrers, and a missing end cap sticker.